Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly did not find any damages or abnormalities that could contribute to the dislodging of a cannula. Although no damages were observed, the exact cause of the reported dislodging could not be conclusively determined. The cannula assembly was inspected and did not find the soft cannula bent, kinked, or damaged. An 0x41 alarm generated in the pod data, indicating safety sensor maximum summed error table. The downloaded data does not show timeouts or drive stalls during the pod's run. However, rotational sensor error was present in the data. The device was reset and reran with another pdm. The rerun data showed timeouts at the start but corrected itself later on. No drive stalls were observed either. The rotational sensor error did not replicate in the rerun data. The cannula assembly, needle mechanism, and drive mechanism were inspected for abnormalities that could cause the observed rotational abnormality and no issues were observed. The exact cause of the observed rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.